Event description:
Reporter indicated that a vns therapy system generator was not communicating with a programming system. The programming system was ruled out as the source of the problem. Troubleshooting did not resolve the issue. The problem re-occurred during a follow-up visit. The generator was not able to be reset. Based on limited programming setting, the reporter suspected end-of service for this pt. Meanwhile, the generator battery should not be at end of service. The pt was referred to a surgery consult and x-rays. Good faith attempts to obtain additional info are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.